Event description:
Philips received a report that the customer reported that during a pt exam the CT system pt couch moved in the out and down directions unexpectedly. Philips service determined the unexpected movement was due to a stuck "unload" button on the gantry left touch panel. There was no harm to the pt or operator.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).